Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had their screen cracked and had bolus anomaly. No further information provided.

Manufacturer narrative:
The pump passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump delivered properly all boluses programmed during testing. No bolus anomalies were noted. The pump was received with minor scratches on the lcd window, case and keypad overlay. No cracks at the display window were noted.